Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was reported as due to an unspecified " liquid leakage quite a long time ago". It was not known if the leakage pertained to device leakage or related to physiological causes, therefore, the cause of peritonitis is unknown. Treatment for the event and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information was available.